Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I hiv ag/ab combo results for one patient. The alinity I hiv ag/ab result was 0.12 s/co (nonreactive), gold standard method and elisa method showed positive. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not completed as returns were not available. A review of ticket trending did not identify any related trend regarding commonalities for complaint lot number and issue. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing one commercially available seroconversion panel (zeptometrix hiv 9016). The seroconversion panel results were compared to architect hiv ag/ab combo test results provided by zeptometrix and the reagent lot detected the same bleeds as reactive. Based on these data it was shown that the sensitivity of the complaint lot is performed as expected. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I hiv ag/ab combo assay was identified.

Event description:
The customer observed false nonreactive alinity I hiv ag/ab combo results for one patient. The alinity I hiv ag/ab result was 0.12 s/co (nonreactive), gold standard method and elisa method showed positive. No impact to patient management was reported.